Event description:
Complainant alleges falling asleep while using a heating pad and awaking to find her bed on fire. Damage to sheets, mattress and pillows. No injuries were reported with this incident.

Manufacturer narrative:
This pad was severely bunched/crushed. Bunching/crushing is abuse of the product and a violation of the instructions and warnings provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product.